Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During priming of the thermogard console, the console displayed an airtrap alarm. After inspection, the user observed fluid on the floor and observed a leakage on the air trap assembly of the start up kit (suk). Follow this, the suk was replaced. Unknown if the console was re-used or another system was placed to continue with therapy. No patient consequence.